Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets were not functioning properly. It was further reported that there was difficulty in flushing and drawing back. It was further stated that non baxter syringes and vacutainers were used in flushing normal saline that would be used to prime the tubing. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.